Event description:
During a remote follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Lead insulation damage was suspected but it was not confirmed. Technical services was contacted and provocative and isometric testing were suggested. No intervention has been performed. The patient is stable with no consequences.